Manufacturer narrative:
The user experienced severe hypoglycemia requiring ems intervention while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency medical assistance and is consistent with the reported confusion, disorientation, and treatment with glucose by ems personnel. Information obtained during follow-up indicated that the user had entered six meal announcements in succession prior to the event and was unaware that the meal announcements had been entered. The user reported that the hypoglycemic episode occurred on the second day of pump use and lasted approximately one to two hours. Based on available information, the event was attributed to use-related factors involving multiple accidental meal announcements resulting in excessive insulin delivery. No device malfunction was alleged or identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 12-may-2026, it was reported that on approximately on (B)(6) 2026, the user experienced hypoglycemia with a reported blood glucose level of 35 mg/dl requiring ems intervention. The user was treated with glucose by ems and was not hospitalized. The user recovered and subsequently discontinued ilet therapy.